Manufacturer narrative:
Bd life sciences - preanalytical systems received no samples and 4 photos from the customer facility for investigation. Based on the visual evaluation of the photos, bd pas observed ¿gel air bubbles¿ on the product. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had gel air bubbles.